Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The 990063-020 mapping catheter with lot number 228781714 was returned and analyzed. Two images were received and both showed a broken mapping catheter shaft. Visual inspection of the loop segment area of the mapping catheter showed the loop was intact with no apparent issues. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. Visual inspection of the electrode(s) showed the electrode(s) intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was broken approximately 13.88 inches from the lemo connector. No electrocardiogram (ECG) signal wires were broken. Visual inspection of the introducer showed the introducer was intact with no apparent issues. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. Functional tests were performed using a multimeter. The mapping catheter was connected to a test cable and the continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the kink could not be confirmed through data analysis and the mapping catheter failed return inspection due to the shaft was broken approximately 13.88 inches from the lemo connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the shaft of the mapping catheter was kinked during setup. The mapping catheter was replaced which resolved the issue. There was no patient involvement.